Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the patient complained of altered color perception. The physician attributed the event to the uv index of the crystalens. The crystalens was explanted and replaced with a higher uv index iol, which resolved the issue. Reference MDR #2031924-2009-00191.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. According to the physician, the root cause of the reported event of altered color perception is related to the uv index of the crystalens iol.